Event description:
Tt was reported that the patient underwent a gynecological procedure on (B)(6) 2008 mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with pelvic floor reconstruction and cystocele repair due to cystocele, stress urinary incontinence and vaginal prolapse. It was reported that following insertion the patient experienced pain, infections, urinary problems and recurrence.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.